Manufacturer narrative:
Lens was not implanted and therefore not explanted. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed the haptics were observed positioned and with no defects. No scratches or defects were observed in the optic zone. The complaint was not verified since no scratches or major defects were observed in the samples received. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis 1-piece monofocal intraocular lens (iol), model zcb00 18.5 diopter was scratched upon opening from its package. No additional information was provided.